Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was a elective replacement voltage level but the elective replacement indicator (eri) did not trigger. No intervention was made. The patient condition was unknown.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Monthly battery voltage and current trends were reviewed. No anomaly was noted on the current drain and voltage level was at normal range of operation. There were no sudden drops in voltage noted. The average battery voltage in (B)(6) 2022 was 2.587v which is higher than the elective replacement indicator (eri) trim value. Therefore, the eri alert was not triggered. Electrical and mechanical testing was performed and found the device to be normal. A longevity assessment was performed and device was found to have exceeded the projected longevity and is considered normal depletion.

Event description:
New information received stated that the pacemaker was explanted and replaced on (B)(6), 2022. The patient was in stable condition.